Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon visual inspection and review of logs, the fse found that the safety disk was not correctly seated and the connector for the purge line was not connected all the way. The fse re-seated the safety disk and connected the purge line all the way. The iabp unit performed an autofill and started pumping. The fse completed chapter 4 of the manual per manufacturer specifications. The unit passed all calibrations and checks; was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an optical error alarm. The specific alarm was not reported. It was later reported that an autofill failure occurred on the iabp. It is unknown under which circumstance this event occurred or whether there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump displayed an optical error alarm. The specific alarm was not reported. It was not reported under which circumstances this event occurred. However, no adverse event was reported.